Event description:
Customer alleged he was leaning toward his right side and fell off the unit and the patient with it. No injury alleged. Additional information gathered: call was made prior to tw entry: rollator broke at the weld on the upper right.